Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump was reset to resolve the issue. The customer's blood glucose (bg) displayed as "high"; although specific value was not provided with small ketones. Cause was unknown. Elevated bg was addressed by a correction bolus via the pump. Additionally, it was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 237. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.